Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose at the time of incident was 400 mg/dl. The customer¿s mother reported crack and break to the reservoir lip ring. Customer reported that the reservoir is unable to lock in place when inserted into pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched display window, cracked case at display window corner, completely broken off reservoir tube lip, missing reservoir tube o ring, cracked lcd window, stained end cap sticker and stained address number label. Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip.